Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported the carto® 3 system experienced a map shift when the physician moved to the patients left side for access. It was stated that the patient interface unit (piu) cart was moved for the physician but the location pad was not shifted. When the ablation catheter was advanced on the left, the biosense webster inc. Representative noticed there was a significant map shift from the original the cs catheter placement. There were no errors displayed. Case was completed without further issue. The reported map shift issue was initially assessed as not MDR reportable since this is normal or expected response from the system with patient movement. There is no system malfunction. On 5-jan-2022, additional information was received indicating that the map shift was noticed when catheters were reinserted and not within the current map area. There were no errors. Post mapping the left atrium (la), placing ablation catheter in through opposite groin (left) and not within the map. So we went back to the right atrium (ra) which the cavotricuspid ishmus (cti) was already ablated and the cs and visitags did not match. The approximate difference in catheter location before and after map shift was not calculated. No cardioversion, patient movement, or anything into the magnetic field. No errors or metal values were out of normal range. Based on the additional information confirming there was no patient movement or cardioversion, this event was reassessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, bwi became aware of additional information 5-jan-2022 reassessed the event as reportable.

Manufacturer narrative:
On 18-apr-2022, the h4. Device manufacture date for the carto® 3 system with serial # (B)(6) was provided as 2-aug-2012. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift issue occurred. It was reported the carto® 3 system experienced a map shift when the physician moved to the patients left side for access. It was stated that the patient interface unit (piu) cart was moved for the physician but the location pad was not shifted. When the ablation catheter was advanced on the left, the biosense webster inc. Representative noticed there was a significant map shift from the original the cs catheter placement. No cardioversion, patient movement, or anything into the magnetic field. No errors or metal values were out of normal range. Device evaluation details: the issue was investigated by the system manufacturer. The user did not indicate when the event took place, so analysis is based on observations only. Both chest and back patch did not show significant move across the whole study and patch metal level was quite low. At some point at the study, the pentaray and the st catheters show significant increase in the metal level (below warning level) that extends for some time and later decline to former level. The anatomical data acquired during this period is shifted with respect to the rest of the study due to the effect on the catheter location that metal has on the magnetic sensors and catheters with advanced catheter localization (acl) and magnetic sensors. In conclusion, the map shift occurred due to increase in metal level on mapping catheters the issue is related to a known software defect. An internal action has been opened to investigate the issue of these map shifts. It was reported by the biosense webster inc (bwi) field service engineer (fse) that the bwi representative reported that the issue did not duplicate during the following case. The bwi representative just called in issue for documentation purposes. The carto 3 system was ready for use. The history of customer complaints reported during the last year associated with carto 3 system # 12555 was reviewed. There are no additional complaints is similar to reported issue. A manufacturing record evaluation was performed for the system # 12555, and no internal actions related to the reported complaint condition were identified during the evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)